Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump's screen went completely blank. The customer¿s blood glucose was unknown. Customer also reported that the insulin pump had cosmetic damage. Troubleshooting was done for blank display and cosmetic damage. Customer reported that on the battery cartridge side there was a crack. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify weak battery alarm due to blank display. Device received with broken battery tube threads.